Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device lost power. The customer did not provide any additional details of the reported event. There was no adverse outcome to the patient as a result of the reported loss of power.

Manufacturer narrative:
Physio-control evaluated the device and initially verified the reported failure; however after additional testing, the reported issue could not be duplicated. After unrelated repairs were performed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.